Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient was revised to address groin pain. Doi (B)(6) 2007 - dor (B)(6) 2011. Update: (B)(6) 2013 - litigation papers received. Litigation alleges that the patient suffers from grinding and popping, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. There is no additional information that would affect the outcome of this investigation. Update rec'd (B)(6) 2013 - pfs and medical records received. Part/lot was provided. Revision operative notes indicated that the cup was revised for corrosion and a screw was explanted. The cup and screw have now been reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.